Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was partially extended and dried blood/tissue was present around the helix. Gouge marks were observed on the terminal pin likely from some type of tool and deformed conductor coils along with cuts in the insulation were noted in several areas. Resistance testing found the lead was not electrically continuous. Detailed analysis confirmed that the inner conductor coil had a break at the distal end of the terminal pin. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to extend/retract the helix caused the inner conductor coil to break. It is important to note that if lead measurements were within normal ranges while implanted, this indicates the identified break may have occurred during helix extension/retraction at the time the lead was explanted. Also, laboratory testing did not identify any lead characteristics that would have resulted in the clinical observation of dislodgement. (B)(4).

Event description:
It was reported that this right ventricular (rv) lead exhibited loss of capture (loc) and low r-wave amplitude due to lead dislodgement. Intervention was performed and attempts to reposition the lead were complicated by helix retraction issues. The lead was explanted and replaced without incident.